Manufacturer narrative:
Pc were updated from new patient code to toxic reaction (nos) as per correct coding. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent a breast augmentation primary with a mentor mentor smooth round moderate plus profile, 400cc saline breast implant experienced bilateral unexplained systemic symptoms postoperatively including fibromyalgia symptoms, pain, fatigue, migraines, stomach issues, gastrointestinal issues, chronic hernia issues, chronic food allergies, constant ringing in ears, rashes, eye problems, constant candidiasis, teeth have been falling out, infections, grinding teeth, anxiety, chronic inflammation, poor sleep, insomnia, dry eyes, early menopause, body temperature issues, hair loss, tender lymph nodes, chronic ileocecal valve displacement, occasional liver dysfunction, frequent urination, chronic leaky gut, borderline rheumatoid arthritis. The report stated that found mold and metal toxicity in implants. As a result, patient underwent bilateral removal without replacements on (B)(6) 2022. The symptoms were improved after the removal. This report relates to the right prosthesis. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).